Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system did not boot up completely. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) replaced the geometry pc's cmos battery which returned the device to use in good working order.